Event description:
It was reported that the patient experienced severe hypoglycemia with glucose values in the 40s after stopping use of the ilet system due to perceived excessive insulin delivery following meal registration. The patient requested assistance with settings prior to resuming pump use. Symptoms included low blood glucose. Outcomes included urgent low glucose requiring oral carbohydrate administration and troubleshooting with education. Investigation included complaint record review and user troubleshooting and education. Investigation of this case revealed that the cause of hypoglycemia remained unclear. It was concluded that the event was user-reported hypoglycemia with an undetermined cause, and the patient was advised to consult their healthcare team to determine appropriate insulin settings. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.